Event description:
Spontaneous communication from the patient's mom who reports that the pump for the medication is broken. Specifics were not reported. It is unknown if the patient missed a dose. There was no adverse event reported. The pump is available for return. It is unknown if the medical doctor is aware. The product lot number and expiration date are unknown. No further information was provided. The pump was used to infuse hizentra 20% at above dose/frequency. The pump serial number was not provided. Reported to (B)(6) by: patient/caregiver.